Event description:
The customer contact reported the pt received more blood than intended. The device was programmed to deliver blood, at a rate of 150ml/hr, with a 500ml vtbi (volume to be infused), and a duration of 3-4 hours. No further programming parameters were provided. After approximately 1 hour, the device alarmed for an unspecified reason. At this time, the nurse noted the 500ml blood container was empty. There were no reported change in the pt's status. No medical interventions were required. The customer contact reported that at an unspecified time following the event, the nurse noted an unsigned tag stating "broken" attached to the pump; however, the pump had continued in clinical service. The device was removed from clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been yet received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).